Event description:
The customer reported that v6 was failing.

Manufacturer narrative:
(B)(4). The customer reported that v6 was failing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.